Event description:
The account alleged that the head section lowers itself. No patient impact.

Manufacturer narrative:
The technician replaced the CPR valve solenoid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.